Event description:
It was reported that the small plastic tab which secures the tube broke off and fell into the patient's mouth. Sku unknown, lot # 5g032.the event was described as: registered nurse (rn) reportedly noticed that it was "deep in the mouth" and was "unable to be retrieved". It was reported that the medical doctor used a laryngoscope to "visualize the plastic piece but was unable to remove it with a yankauer and forceps due to secretions, angle, and positioning of the piece". It was reported that "further attempts were made by the medical doctor with bronchoscope via nasal passageway which was said to be not successful in visualizing plastic piece". CT (computed tomography) scans reportedly did not reveal any radiopaque foreign bodies.

Manufacturer narrative:
The device is not available for evaluation. Lot number provided and records were found to be complete and accurate. Root cause was unable to be determined. This appears to be an isolated event. Hollister will continue to monitor this type of issue in our post-market surveillance system.